Event description:
7/22/06 - female visitor caught foot on call bell wires, fell to floor, and went to the ed, c/o left hip & knee pain. Pt released from ed. 8/9/06 - I notified gm-hill rom via telephone, in addition to this visitor injury, it was reported that 2 staff members also sustained injury tripping on versacare bed call bell wires. Stated she was notifying the FDA. Please see hill rom letter and correction of pendant cord issue.